Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse requested assistance with troponin (tni-ultra) outliers obtained. The customer care center (ccc) instructed the cse to ensure calibrations for the sample probe specifically the lead screw and the incubation ring are acceptable. Ccc also instructed the cse to ensure the sample syringe and diluter are in working order and to perform a total service as well as precision troubleshooting procedure. The cse performed the total service and verified the correct alignments for reagent probe 1. The cse found a leaking fitting on main wash manifold for wash 1 and replaced it. The cse checked the cuvette wash block was operating correctly because tni-ultra uses wash 1 during cuvette rinse. The cse ran quality controls (qc), precisions and correlation verification, all resulting within range. The cause of the discordant, falsely elevated cardiac troponin (tni-ultra) result obtained on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient on an advia centaur instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.